Manufacturer narrative:
Boston scientific has implemented enhancements to the manufacturing process to minimize the potential for this type of behavior. Specifically, leads undergo a primer and plasma treatment process as well as subsequent inspection to ensure proper bonding of the seal rings to the surface below them. Despite the implementation of these enhancements, the clinical observation of lifted seal rings is still encountered on a rare occasion. This particular lead was manufactured prior to the enhancements being implemented.

Event description:
It was reported that right ventricular (rv) lead was taken out of the header and placed into the new device. This rv lead was difficult to insert and a piece of the silicone fell off between the ring and the cathode. Boston scientific technical services (ts) stated could not guarantee lead function. Field representative discussed with the physician. To date, the lead remains in service. No adverse patient effects were reported.